Manufacturer narrative:
The device manufacture date provided in the initial report, submitted march 16, 2017, was incorrect. The correct device manufacture date is june 26, 2003. Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
(B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and traced the problem to the index sensor and speed potentiometer. To resolve the issue, the index sensor and speed potentiometer were replaced. Subsequent functional verification testing did not identify further issues and the device was returned to service. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by (B)(4) technician.

Event description:
(B)(4) received a report that the s3 roller pump stopped and displayed a numerical error code during priming. There was no patient involvement.